Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the bottom roll was damaged, the gear and spring pin were worn and the ratchet failed. The bottom roller, gear, spring pin, ratchet gear and balls were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery, the ratchet mechanism would not work. The machine would not advance forward. The handle turned on its pivot without engaging. The handle would perform its up and down movement and could be removed from the device. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.

Event description:
It was reported that when unit was checked prior to use, the ratchet mechanism would not work. The ratchet handle was spinning on the spindle without the ratchet engaging. The ratchet could be removed without issue. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in process; no further information is available. There was no adverse event associated with this malfunction.